Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that leakage occurred between the unspecified bd¿ needle and phaseal connector during use. The needle was luer-locked onto the connector and connected to a syringe with an injector previously attached. The medication being used with the device for the patient was "rituxan". This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "they luer-locked a needle onto a connector and connected it to a syringe with an injector previously attached." "It was reported that after the nurses have added the needle to the end of an syringe that has the phaseal injector on it, for a sc injection, it is leaking at the point where the needle attaches to the injector." "We have had two issues now in the last week where, after the nurses have adding the needle to the end of an syringe that has the phaseal adaptor on it, for a sc injection, it is leaking at the point where the needle attaches to the adaptor. It happened with rituximab sc and now bortezomib sc. They are attaching a 25 gauge subcut needle." "18-mar: per customer's response to information request: lot could not be confirmed but indicated drug was velcade instead of initially reported bortezomid. Pid was provided and captured on patient information tab. Leak was noted at the end of administration for each occurrence. Customer does not have any information related to the syringe being used. 20-mar: customer confirmed velcade is the brand name for rituximab sc. 24mar2020 update product information received on 16mar2020: they luer-locked a needle onto a connector and connected it to a syringe with an injector previously attached."